Event description:
It was reported that the customer experienced an issue with a cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump case and inspect the pump and cartridge area for damage, and to clean the pneumatic tap area. They removed an o-ring from the pneumatic tap and replaced the cartridge with assistance from technical support, successfully completing the load process and resuming insulin delivery.